Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported plunger retraction problem and irregular appearance could not be determined. Factors that may contribute to plunger retraction problem include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional electrophysiology pulsed field ablation procedure. Reportedly, the first prostyle suture was successfully pre-placed. The second prostyle suture was deployed however the plunger came out only partially. The device was manipulated/readjusted which allowed the plunger to be fully withdrawn. The device was removed without issue leaving the suture in place. The sheath was upsized to a 17f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. However, a figure of 8 stitch was added as a precaution. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.